Manufacturer narrative:
Section a2, a3, a4, and a5 unknown, information requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted. (B)(6). Section h3: the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting the preloaded multifocal intraocular lens (iol) in the patient¿s eye the lens partially exited the simplicity injector, and the injector cracked while inside the eye. Directions for use were followed. A backup iol was used to complete the procedure. No additional information was provided.